Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter; product ID: 990063-020, product type: mapping catheter. Product event summary: the afapro28 balloon catheter with lot number 37289 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for one application on the reported event date and that there was an unexpected temperature profile. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.1 and 0.9 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. Due to observed kink on guide wire lumen, the injection tube coil was in a position closer to the wall of the inner balloon. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced which resolved the issue. During the replacement of the balloon catheter, the mapping catheter shaft was broken. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.